Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he ran a control test using his contour next one meter and obtained a reading of 224 mg/dl. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next control solution from lot # 9bv2g44 for evaluation. An in-house testing was performed using the returned meter with in-house contour next test strips and returned control solution, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked as control tests.